Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. X-ray imaging revealed migration of both the implanted leads. Diagnostic testing revealed high impedances on all the contacts of one of the leads. As a result, surgical intervention occurred on jan 28, 2025 wherein the leads were explanted and replaced. During the explanation procedure it was found that one of the leads had fractured resulting in the distal end of the fracture lead remaining implanted. Effective therapy was restored post-operative. No additional procedure will occur at this time to remove the remaining lead fragment.